Event description:
The pt reportedly experienced sound quality issues with her device. The pt was seen by a company rep for device eval. Testing confirmed that the pt's device was functioning. The decision was made to explant the device. Surgery to explant the pt's device was scheduled.